Event description:
It was reported that the stent was considerably shorter in length than expected. A 7mm x 120mm x 130cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure in the right mid superficial femoral artery (sfa). During the procedure, the stent was deployed, but it was noted that the stent was considerably shorter in length than expected. This was verified through post dilation with a 6mm x 100mm charger balloon. The eluvia stent appeared to be approximately 80mm in length. Therefore, a 7mm x 60mm eluvia was deployed in the uncovered proximal portion of the lesion. The procedure was completed. No patient complications were reported, and the patient did well. It was further reported that the stent did not deploy to fully capable diameter until after post dilatation.

Event description:
It was reported that the stent foreshortened. A 7mm x 120mm x 130cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure in the right mid superficial femoral artery (sfa). During the procedure, the stent was deployed, but it was noted that the stent was considerably shorter in length than expected. This was verified through post dilation with a 6mm x 100mm charger balloon. The eluvia stent appeared to be approximately 80mm in length. Therefore, a 7mm x 60mm eluvia was deployed in the uncovered proximal portion of the lesion. The procedure was completed. No patient complications were reported, and the patient did well.